Manufacturer narrative:
N/a.

Event description:
The following has been reported: agilia infusion pump malfunctions every minute. A treatment that was supposed to take 30 minutes took 2 hours. This mobilised the nurse, who was unable to see the other patients. This increased the workload for the nursing team. Alert: same issue with 4 patients in 2 days and two different treatments (atezo and durvolumab). Treatment stability? Risk of cytotoxic contamination during purging of treatment. Prescribed quantity of treatment not administered. Additional information requested from the customer: what is the serial number of your device and its item code? As the devices are not fixed in the rooms, they may be moved. This is why we cannot give a 100% reliable inventory number. What type of syringe is used (brand, reference, volume)? No syringe used, but bags of treatment prepared by the upco (chemotherapy reconstitution unit). Reference difficult to find within the department. Treatment atezolizumab 1200mg in 270ml. What were the flow rate settings (time/volume, volume to be infused)? 30mn administration i.e. 540ml per hour. As far as the problem with the pumps is concerned, it would appear to be due to the treatment tubing. Upco is currently using other tubing on their preparations. According to the paramedical team, air bubbles are less of an issue. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. Please be informed that CAPA was opened for defective air sensor but as the reported event is not confirmed it cannot be directly linked to it. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.